Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU,cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. When ablating the lateral wall of the left atrium near the base of the left atrial appendage, the fti increased to 50-80 grams and the ablation generator stopped delivering radio frequency due to a rapid increase in impedance from 160 ohms to 209 ohms. The patient became hemodynamically unstable and there was a decrease in both the venous and arterial blood pressure. The x-ray showed a possible pericardial effusion which was then confirmed with a transthoracic echocardiogram. A pericardiocentesis and reversed anticoagulation was performed to stabilize the patient. The procedure was completed with a different ablation catheter. The patient was transferred out of the ICU the following day.